Event description:
Reporter alleged that medical attention was sought on (B)(6) 2018 approximately at 1130 due symptoms of hypoglycemia. A blood glucose test was performed on the prodigy meter and the result was 145 mg/dl. Reporter immediately contacted the paramedics after receiving the result as the end-user was "not himself" and incoherent. Reporter stated the end-user ate breakfast earlier and did not take any medications prior to seeking medical attention. End-user just laid in the bed while waiting for the paramedics to arrive at home. Paramedics arrived within 5 minutes of calling and tested the end-user with their meter and received a 33 mg/dl. Reporter stated about 10 minutes were in-between testing the prodigy meter and the paramedic's meter. Paramedics administer a glucose gel orally and transported end-user to the hospital. Reporter is unknown of the blood glucose result upon arrival at the hospital and the end-user was given food to raise blood glucose. End-user had a CT scan to rule out stroke, reporter stated CT came back normal. During initial report, end-user was still in the hospital. End-user is storing testing supplies in the bathroom. No further information was provided regarding this event.